Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned left essure device?") And genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1987, (B)(6) 2002, (B)(6) 2006), myofascial pain syndrome, neuropathic pain and pain in spine (chronic). No gross abnormalities of the uterine cavity noted. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight, menses irregular, dysfunctional uterine bleeding since (B)(6) 2016, anxiety attack, swelling of limbs, hypertension, panic attacks, pain in hip, neck cramps, back muscle spasms (medical conditions include spinal disc disease, both cervical and lumbar), osteoarthritis, pain, spinal discopathy, pain in cervical spine, weight gain, upper respiratory infection, general body pain, dry cough (viral symptoms), depression and tendonitis. Family history included carcinoma colon. Concomitant products included aciclovir sodium (acyclovir), alprazolam since 2015, cannabis sativa (marijuana) from 2010 to 2015, gabapentin since 2015, medroxyprogesterone (depo provera) since (B)(6) 2014, procet (acetaminophen w/hydrocodone) since 1998 and vicodin since 1999. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / worsened migraines"), pelvic pain ("pain"), weight increased ("weight gain") and coital bleeding ("vaginal bleeding after intercourse"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue") and memory impairment ("memory issues / forgetfulness"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("gastrointestinal nausea / nausea / worsened gastrointestinal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal disorder ("vaginosis"). In 2015, the patient experienced rash ("rashes"), vision blurred ("blurry vision") and visual impairment ("declining vision"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches") and abdominal pain ("abdominal area burning stabbing pain"). The patient was treated with ibuprofen (motrin), omeprazole, terconazole, sumatriptan, naproxen, bacitracin and surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, nausea, urinary tract infection, vaginal disorder, migraine, headache, memory impairment, pelvic pain, rash, vaginal discharge, vision blurred, visual impairment, coital bleeding and abdominal pain outcome was unknown. The reporter considered abdominal pain, coital bleeding, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff complained of irregular bleeding that started post essure coils (unspecified date). Plaintiff suffered physical pain and emotional anguish as a result of these coils. After coil placement on the patient's right side 3 coils were noted and after on the left side half of a coil was noted. Half of a coil was noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (Total bilateral occlusion)/ successful essure sterilization no contrast could be advanced into the fallopian tubes. On (B)(6) 2015 patient had surgical pathology report resulted in endometrial biopsy-bleeding endometrium with attenuated glands and stromal breakdown; no evidence of hyperplasia or malignancy. On (B)(6) 2017 patient had ultrasound pelvis resulted in anteverted. Measures 9 x 4.4 x 5.3 cm (upper normal in size) the uterine myometrium appears mildly heterogeneous particularly in the anterior inner-myometrium, but no discrete mass is seen to suggest a fibroid/leiomyoma. In the anterior uterine body inner-myometrium, there is a tiny 1.5 mm echolucency which may be seen with the at least superficial uterine adenomyosis. Endometrial complex: 1.5 mm; no abnormal blood flow. Right ovary: normal morphology no adnexal masses. Left ovary: normal morphology no adnexal masses. A hyperechoic curvilinear right essure device appears grossly in customary position, with the proximal portion seen in the right uterine fundus. Left essure device is not well-visualized, as it is not seen at the left fundal-level, but may be retracted (presumably entirely into uterine tube), as a hyperechogenic curvilinear structure is seen just to the left of the left fundus. Impression: right essure device seen in customary position. Left essure device in the left periuterine/adnexal region, but further detailed evaluation is limited sonographically (tubes are not well evaluated sonographically, particularly due to shadowing bowel gas). On (B)(6) 2017 patient had ultrasound pelvis resulted in 1. Normal endometrial thickness with no fluid in the cavity. Right ovary not seen on today's examination· no adnexal masses seen . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received an event " vision/eye problems type: blurry vision and declining vision " is updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned left essure device?") And genital haemorrhage ("irregular bleeding / abnormal bleeding (general)") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1987, (B)(6) 2002, (B)(6)2006), myofascial pain syndrome, neuropathic pain and pain in spine (chronic). No gross abnormalities of the uterine cavity noted. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included overweight, menses irregular, dysfunctional uterine bleeding since (B)(6) 2016, anxiety attack, swelling of limbs, hypertension, panic attacks, pain in hip, neck cramps, back muscle spasms (medical conditions include spinal disc disease, both cervical and lumbar), osteoarthritis, pain, spinal discopathy, pain in cervical spine, weight gain, upper respiratory infection, general body pain, dry cough (viral symptoms), depression, tendonitis, adenomyosis, urinary incontinence, photophobia and itching. Family history included carcinoma colon. Concomitant products included aciclovir sodium (acyclovir), alprazolam since 2015, cannabis sativa (marijuana) from 2010 to 2015, gabapentin since 2015, medroxyprogesterone (depo provera) since (B)(6) 2014, procet (acetaminophen w/hydrocodone) since 1998 and vicodin since 1999. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / worsened migraines"), headache ("headaches"), pelvic pain ("pain"), weight increased ("weight gain") and coital bleeding ("vaginal bleeding after intercouse"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vision blurred ("blurry vision"), visual impairment ("declining vision") and dermatitis allergic ("rashes or skin conditions type: allergic dermatitis"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and memory impairment ("memory issues / forgetfulness"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("gastrointestinal nausea / nausea / worsened gastrointestinal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, 9 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal disorder ("vaginosis"). In 2015, the patient experienced rash ("rashes"). In (B)(6) 2015, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area burning stabbing pain"). The patient was treated with ibuprofen (motrin), omeprazole, terconazole, sumatriptan, naproxen, bacitracin, vicodin (norco) and surgery ((B)(6) 2018, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, nausea, urinary tract infection, vaginal disorder, migraine, headache, memory impairment, pelvic pain, rash, vaginal discharge, vision blurred, visual impairment, coital bleeding, abdominal pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, coital bleeding, dermatitis allergic, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff complained of irregular bleeding that started post essure coils (unspecified date). Plaintiff suffered physical pain and emotional anguish as a result of these coils. After coil placement on the patient's right side 3 coils were noted and after on the left side half of a coil was noted. Half of a coil was noted after deployment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. On (B)(6) 2014, plaintiff had a hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. (Total bilateral occlusion)/ successful essure sterilization no contrast could be advanced into the fallopian tubes. On (B)(6) 2015 patietn had surgical pathology report resulted in endometrial biopsy-bleeding endometrium with attenuated glands and stromal breakdown; no evidence of hyperplasia or malignancy. On (B)(6) 2017 patient had ultrasound pelvis resulted in anteverted. Measures 9 x 4.4 x 5.3 cm (upper normal in size) the uterine myometrium appears mildly heterogeneous particularly in the anterior inner-myometrium, but no discrete mass is seen to suggest a fibroid/leiomyoma. In the anterior uterine body inner-myometrium, there is a tiny 1.5 mm echolucency which may be seen with the at least superficial uterine adenomyosis.endometrial complex: 1.5 mm; no abnormal blood flow right ovary: normal morphology no adnexal masses left ovary: normal morphology no adnexal masses. A hyperechoic curvilinear right essure device appears grossly in customary position, with the proximal portion seen in the right uterine fundus. Left essure device is not well-visualized, as it is not seen at the left fundal-level, but may be retracted (presumably entirely into uterine tube), as a hyperechogenic curvilinear structure is seen just to the left of the left fundus. Impression: 1. Right essure device seen in customary position. Left essure device in the left periuterine/adnexal region, but further detailed evaluation is limited sonographically (tubes are not well evaluated sonographically, particularly due to shadowing bowel gas). On (B)(6) 2017 patient had ultrasound pelvis resulted in 1. Normal endometrial thickness with no fluid in the cavity 2. Right ovary not seen on today's examination· no adnexal masses seen. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet was received events added from pfs- allergic dermatitis. & events onset dates were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.